Event description:
It was reported that a shaft break occurred. During unpacking and outside the patient, a 2.50 x 32 synergy stent was noticed to be broken into two pieces. The procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient was stable following the procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a 2.50 x 32 mm synergy stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer extrusion and mid shaft section and visual examination of the inner extrusion found that the shaft polymer extrusion was broken at the port bond. This type of damage is consistent with excessive force that could have been applied on the delivery system. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break occurred. During unpacking and outside the patient, a 2.50 x 32 synergy stent was noticed to be broken into two pieces. The procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient was stable following the procedure.